Event description:
In the article ¿acute diplopia after glabellar hyaluronic acid filler injection,¿ healthcare professional reported injecting the patient in the glabellar with an unspecified juvéderm® xc. While the first syringe was being injected, the patient experienced ¿severe pain¿ above the right eyebrow and forehead. Upon opening their eyes, the patient immediately noticed ¿double vision¿ and developed ¿nausea and vomiting as well as skin mottling¿ of the forehead. The patient was promptly injected with two doses of 300 u and a subsequent 150 u of hyaluronidase and was provided systemic therapy that included nitroglycerin paste, aspirin, and an empiric dose of augmentin. Within 2 hours, the patient presented to the ophthalmology clinic, where they patient reported ¿pain¿ localized to the forehead and ¿binocular vertical diplopia¿ that was worse with downgaze. External examination revealed significant ¿skin mottling with dusky blue-red discoloration¿ of the mid-upper forehead involving the glabella and extending to the tip of the nose. The affected area was also ¿numb to touch.¿ the patient¿s visual acuity was 20/20 in each eye and the patient¿s pupils were equal and reactive to light with no afferent pupillary defect. Extraocular motility and visual fields were grossly full. Alignment exam was notable for 2 pd of ¿esotropia¿ that worse in left gaze as well as 2 pd of right ¿hypertropia¿ worse in inferior gaze. Slit lamp and funduscopic examination was otherwise unremarkable with no evidence of conjunctival injection, optic nerve pallor, vascular occlusion, retinal edema, or hemorrhage. Because the patient reported near resolution of their nausea and vomiting during their ophthalmology clinic evaluation with no evidence of any other neurological deficit, additional workup or imaging was not pursued. On follow up 2 days later, the patient reported continued improvement of their diplopia, with no symptoms in primary gaze, but still with ¿intermittent horizontal binocular diplopia.¿ on exam, there was increased ¿erythema and mottling¿ of the affected area of the forehead. However, on alignment testing, the patient was now noted to have 2¿4 pd of exotropia worse on left gaze and persistent 1¿3 pd of right hypertropia worse on downgaze. A week later, the patient presented to the emergency department after developing a ¿severe pustular rash¿ of the mottled area, consistent with clinical progression of ¿skin necrosis.¿ the patient was empirically treated with 1 g valtrex tid and instructed to apply petroleum jelly and warm compresses to the affected area. While the patient¿s diplopia completely resolved after 2 months, they developed ¿hypertrophic scarring¿ of the glabella and forehead for which the patient is scheduled to have scar revision after complete demarcation at 1 year. The event is ongoing.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Article citation: chung, caroline w., et al. ¿acute diplopia after glabellar hyaluronic acid filler injection.¿ american journal of ophthalmology case reports, vol. 31, sept. 2023, p. 101860. Https://doi.org/10.1016/j.ajoc.2023.101860. The author has declined to provide abbvie further information regarding event, product, or patient details. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.